Event description:
It was reported that balloon rupture occurred. An 8.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the 60% stenosed target lesion was located in the severely calcified vessel vein. The balloon ruptured upon first inflation at 8 atmospheres for 30 seconds.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device was returned for evaluation. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon was inflated to its rated burst pressure of 10 atm with no leaks or issues noted. No issues noted with the blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified multiple shaft kinks. No other issues were identified with the device and no patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. A 8.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. A 8.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the 60% stenosed target lesion was located in the severely calcified vessel vein. The balloon ruptured upon first inflation at 8 atmospheres for 30 seconds.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.